Event description:
It was reported that during a procedure for a pelvic reduction, the surgeon was using the reduction clamp to reduce a posterior wall acetabular fracture and the clamp busted at the bolt. The instrument was recovered and no parts remained in the patient. The instrument was switched out. The procedure was successfully completed with no patient harm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development evaluation (pde) was conducted by synthes (B)(4) and the report indicates: the returned pelvic reduction forcep (part #398.88, lot #a7na03) was received for evaluation with complaint category of "parts fall out." The returned device was manufactured in january 2004 and is over 9 years old. Device was received in (B)(4) pieces. The bolt/hinge that attaches the two handles is loose in the bag along with the two handles. Dco#(B)(4) was implemented on october 18, 2007 to address this issue. The dco changed the design/method of bolt attachment from bolted to weld. The design change was implemented on revision f of part drawing 398.88 and specified bolt attachment in note 2 as "hinge must be welded on the top and bottom surface of the handle." The returned device was manufactured in january 2004 prior to this design change. There are 2 complaints for part number 398.88 with complaint category of "parts fall out" in the entire complaint history and approximately (B)(4) have been distributed since 2006 (oldest sales data available in jde) which results in an estimated complaint rate of 0.36% based on sales. This device is used repeatedly so the actual complaint rate based on usage would be significantly lower. The low profile pelvic plate system, (B)(4)) adequately addresses this complaint condition. Specifically, line items 50 and 60 assess the risk associated with an instrument breaking due to material or dimensions as a less severe risk with a moderate severity of harm "3" and an improbable probability of occurrence "1" with possible harm listed as "significant prolongation of surgery". This complaint is valid from a design perspective.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
The manufacturing evaluation states that there have been a lot of dco's from the time of manufacturing of the reviewed part(2004) up to the present revision. The specifications and design were changed so much that we are unable to complete the investigation. Therefore we have to conclude this complaint as indeterminate.